Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing sensor reading discrepancies. The customer stated the sensor was reading 60, but blood glucose value was 134 mg/dl. The customer mentioned there was a time where emergency medical services was dispatched for sensor use. The customer stated the sensor was inserted on (B)(6) 2018 and had been in for 20 hours when blood glucose was 85 mg/dl and the sensor glucose was 46. Blood glucose at the time of the call was 71 mg/dl. The customer also reported the insulin pump went into threshold suspend when the sensor was reading 70. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.